Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility representative(s) on (B)(4) 2012. "[Name removed] called to report that he just spoke with [name removed] and was directed to tech support. He explained that they have been having issues with their vents not passing the pt circuit calibration for the past month. Their biomed called tech support and they thought it was cap diaphragm issues, but the replacement cap diaphragms did not resolve the issue. Since those cap diaphragms shipped after (B)(4), they should be "good", they evaluated the circuit and bellows/water trap. He said that the bellows/water trap seemed fine. They did find a rigid part of the circuit (he couldn't describe area) that could be causing the issue. The area he described sounded like the expiratory (dump) valve seat. He stated that it was "stiff and rough" and didn't know if that was contributing to the circuit calibration failure. I asked him for lot numbers as we need this to provide to the vendor. He did not know and will have [name removed] call tomorrow morning as he has left for the day. He didn't know if they had any of the defective circuits available anymore. He just wanted to know if we would give him replacement circuits. I told him that I would send him replacements and asked him for the reorder number. He said that he didn't know, but stated that "it's the neonatal circuit compatible with the f&p 850 humidifier."

Manufacturer narrative:
(B)(4). The following info concerning the eval of the device is a summary of the info documented by the carefusion failure analysis lab tech. The carefusion failure analysis lab evaluated the return pt circuits and was not able to reproduce the reported failure of not passing pt circuit calibration, thus was not able to identify a root cause in the alleged event. After further visual inspection the failure analysis lab found mold flash around the pt circuit ports however this did not affect form, fit or function of the pt circuits. No leaks were detected that would affect the pt circuit calibration. Carefusion has sent multiple meeting requests via e-mail to the user facility in order to discuss and address their 3100 hfov pt circuit concerns. On (B)(4) 2012, the user facility responded that they have nothing to meet or talk about. A review of the carefusion complaint system for the past 90 days did not reveal any trends.